Event description:
Same case as 2134265-2014-06764; 2134265-2014-06751 and 2134265-2014-06752. (B)(4). It was reported that chest pain and in-stent restenosis (isr) occurred. In (B)(6) 2010, the patient presented due to chest pain with worsening shortness of breath. The patient was diagnosed with unstable angina and non q-wave non st elevation myocardial infarction (nstemi). Cardiac catheterization was recommended. In (B)(6) 2010, coronary angiography and index procedure were performed. Target lesion #1 was a de novo, total occluded lesion located in the first obtuse marginal (om) with 99% stenosis, possible thrombus and was 20 mm long with a reference vessel diameter of 2.25 mm. The lesion was treated with pre-dilatation and placement of a 2.25 x 32 mm taxus® liberté® atom¿ drug eluting stent. Following post dilatation, residual stenosis was 10 % with a possible thrombus. The target lesion #2 was a de novo, total occluded lesion located in the first obtuse marginal with 99% stenosis, possible thrombus and was 12 mm long with a reference vessel diameter of 2.5 mm. The lesion was treated with pre-dilatation and placement of a 2.50 x 16 mm taxus® liberté® stent with 0% residual stenosis and possible thrombus. In addition, the right posterior descending artery (r-pda) was treated with balloon angioplasty. The following day, the patient was discharged on aspirin and prasugrel. Twenty-eight days post procedure, the patient returned to the cath lab for stent placement to the target lesion in distal right coronary artery (rca). Target lesion #3 was a de novo lesion located in the distal rca with 80% stenosis and was 12 mm long with a reference vessel diameter of 2.25 mm. It was treated with pre-dilatation and placement of a 2.25 mm x 16 mm taxus liberte stent with 0% residual stenosis. One day post procedure, the patient was discharged on aspirin and prasugrel. In (B)(6) 2011, the 2.50 x 16 mm ion stent was deployed to treat the first om. In (B)(6) 2014, the 2.25 x 16 mm promus element stent was deployed in distal left circumflex (lcx) in an overlapping fashion with the study stents. In (B)(6) 2014, patient presented due to chest discomfort and with non acute coronary syndrome (acs). The patient was hospitalized on the same day. At the time of event, the patient was taking aspirin only. The study drug was last taken on unspecified date and other antiplatelet medication was last taken in (B)(6) 2014. The following day, the event was considered resolved without residual effects and the patient was discharged on aspirin. Nine days from discharged, the patient presented with increasing episodes of chest pain and was diagnosed with recurrent obstructive coronary artery disease (cad). Cardiac catheterization was recommended and the patient was hospitalized. At the time of event, the patient was taking aspirin and prasugrel. Study drug was last taken on unspecified date. Coronary angiography was performed and revealed 90-95% proximal diffuse isr and some diffuse stenosis in the distal left circumflex (lcx). The 95% isr of the previously placed stents in distal lcx extending up to first om was treated with balloon angioplasty and placement of a 3.0 x 24 mm promus premier stent resulting in 10% residual stenosis. One day post procedure, the event was considered resolved without residual effects and the patient was discharged on aspirin and plavix.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).